Manufacturer narrative:
H6: updated. The suspect product was not returned for evaluation. However, a photo related to the product was provided for investigation, which displayed a crescent- shaped plastic splinter along with a very small, round and opaque particle. Though the particle was present in the sample, it was not confirmed whether it was in the fluid path or not. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were particles in the 50 ml grey cadd cassettes. These cassettes are used by integradose for delivery of the controlled substance fentanyl citrate. Staff has identified these particles as ¿2 crescent-shaped slivers, mostly plastic in nature, and one very small roundish and opaque particle.¿ the event occurred during visual inspection.